Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the upper pallet would not move. It was determined by a philips field action team mechanical engineer that the precedence system would not know if the longitudinal motion of the upper pallet had stopped due to a failed bracket. With the pallet stationary during a CT procedure, there is a potential for a patient to become over exposed in a single area of the body. The philips radiation safety officer (rso) confirmed that if this exposure were to be received by a patient, it would be considered a serious injury in accordance with philips procedures (radiation reporting procedure and CT rescan procedure). Therefore this malfunction has been determined to be reportable. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the upper pallet would not move on their precedence 16 system. The customer stated that upon attempting to move the system using a pre-programmed motion (ppm) for a cardiac 90 scan, in addition to the upper pallet not moving, arm2 stopped moving, which is addressed in pr 7303256. It was reported by the philips field service engineer (fse) that a patient was moved to another scanner and the exam was completed successfully. The fse went on site to evaluate the system. The fse found that the bracket securing the upper pallet to the lead screw was broken. The fse replaced the broken bracket. The system is functional and in clinical use. Further engineering investigation has determined that the overall risk associated with the upper pallet becoming detached from the lead screw would not be likely to cause or contribute to death or serious injury. Therefore, this complaint is no longer a reportable event. There was no harm to a patient, operator, or bystander. In addition, the philips radiation safety officer (rso) has confirmed the issue to not be 1003 reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.